Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union condition is unknown. The original fin nail was replaced with a 9mm x 200mm, standard nail, using one proximal screw and one distal screw. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Fracture repair and healing is always unique to the patient and the fracture. No one can predict a non-union or a failure to heal. Sign fracture care international continues to monitor non-union events as part of our post-market activities.

Event description:
It was reported on (B)(6) 2015 that a sign fin nail implanted to correct a fracture of the patient's right humerous, was replaced due to a non-union condition.